Event description:
A u.s. Distributor contacted zoll to report that an (B)(6) patient suffered an injury during a treatment event. On (B)(6) 2014, the patient received an inappropriate defibrillation at 16:53:22. Motion artifact contributed to the false detection. The patient was in a rehabilitation facility and was receiving an x-ray. After the x-ray, the facility staff placed the lifevest on the patient without removing the battery and powering down the monitor. It is likely that the motion artifact resulted from the lifevest being put on the patient while the device remained active. The response buttons were not used prior to the treatment. After the treatment event, the patient's son reported that the patient experienced chest pains and was taken to the emergency room. The patient's son reported that the patient's condition declined after the treatment event. The patient continued to use the lifevest until (B)(6) 2014.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient reported chest pains after the defibrillation event. Explanation of (other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. H4: device manufacture date: monitor (B)(4): 05/2014; electrode belt (B)(4): (B)(6) 2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4).